Event description:
It has been reported that one 5ml bd emerald¿ syringe 23 x 1" has been found with a deformed tip before use. The following has been provided by the initial reporter: the syringe tip shape is odd. The shape of the gasket and tip is strange.

Manufacturer narrative:
H.6. Investigation: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) emerald 5ml 23ga from an unknown lot number, product#: 302923 with the reported issue that ¿the syringe tip shape is odd. The shape of the gasket and tip is strange. The barrel tip is bent during the transfer of assembled syringes from assembly machine to packaging machine. The strange shape of stopper happened at the molding process, where this defect was generated while running. Though this is very rare defect our team investigated that it may have happened at the start of the machine. The norms for transfer are redefined and operators are retrained. For the strange shape of stopper as this happened during the molding operations and is rare defect, operators are asked to reject 50 shots at the start of molding machine each time. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. H3 other text : see h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one 5ml bd emerald¿ syringe 23 x 1" has been found with a deformed tip before use. The following has been provided by the initial reporter: the syringe tip shape is odd. The shape of the gasket and tip is strange.